Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation in the tailbone region. Reprogramming was unable to resolve the reported issue. X-ray identified a minor lead migration. A revision procedure was performed and the lead was repositioned. It was noted that a non-saluda anchor was used to secure the migrated lead.

Manufacturer narrative:
The device remains implanted. The root cause of the lead migration could not be definitively determined. X-ray identifying the lead migration were not made available to saluda for review. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.".